Event description:
It was reported that at 14 minutes, 156,000 joules while using the surgical fiber during a prostate procedure, the metal tip/cap disconnected. The procedure was completed using an alternate surgical method (turp). Patient outcome was reported as "ok" - there was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber disconnected from the metallic tip" could not be confirmed. The probable root cause for the complaint is: not confirmed - returned. Glass cap fractured was observed. The probable root cause for the observed failure is: operation context. The observed failure probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.